Event description:
It was reported that during an un-specified procedure, a non-abbott guide wire was advanced through the lesion. The 2.75 x 18 mm xience prime stent delivery system (sds) was then advanced, but became stuck with the guide wire, and could not be moved. The sds was not introduced into the anatomy. During an attempt to remove the sds from the guide wire, the sds shaft (near the guide wire exit port) separated. The physician cut the distal portion of the guide wire that was stuck in the xience prime, and continued to use the same guide wire to complete the procedure. Two xience prime stents were used to complete the procedure. It was noted that the guide wire lumen was flushed prior to use, and no other device met resistance with the guide wire during the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: athlete premium, guide cath: launcher 6f jl3.5. Evaluation summary: the device was returned for evaluation. The shaft separation/detachment was confirmed. Guide wire resistance could not be tested due to the condition of the returned devices. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.